Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a routine follow up visit, oversensing and noise was observed on both atrial and ventricular lead during pocket manipulation. Sensitivity was reprogrammed on both leads and they remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the leads were not received for analysis but performance data from the device was collected and analyzed. Oversensing on the right ventricular (rv) lead and the right atrial (ra) lead. Mirror image noise was noted on the electrogram.